Event description:
It was reported that the patient is experiencing potential overstimulation, which is associated with cold sensations and additional tingling in the feet. It was also reported that implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing postoperatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple months ago to the date the manufacturer became aware.